Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to molding defect- sharp protrusion as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode molding defect-sharp protrusion. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes there was 1 tube with a plastic protrusion in the tube. No adverse impact was reported regarding the patient or user.